Manufacturer narrative:
The customer was sent a replacement pump. The customer was contacted by a medela clinician on 08/23/2016, and the customer stated that she had taken dicloxillin to treat her mastitis and her mastitis was resolved. The pump was returned to medela and evaluated on 08/17/2016. The evaluation shows that the pump passed all functional tests. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016 that she had low suction on her pump in style. She indicated that she had developed mastitis and clogged ducts as a result.